Manufacturer narrative:
Weight: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 24ga 0.75in y had a crack in the tubing. The following information was provided by the initial reporter: material no: 383531, batch no: unknown (B)(4). It was reported that a crack in the tubing was noted. Event description per email states: describe the event or problem: placed new peripheral IV m patient left fa (femoral artery). One attempt and IV was placed without difficulty. IV flushed then rn noticed leaking in tubing near luer lock adapter for flushing. No leaking at insertion site. Upon further assessment, a crack in the tubing was noted. IV promptly removed and bagged for risk assessment. What was the original intended procedure? IV medication/hydration. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that nexiva 24ga 0.75in y had a crack in the tubing. The following information was provided by the initial reporter: material no: 383531, batch no: unknown (provided 092261). It was reported that a crack in the tubing was noted. Event description per email states: describe the event or problem: placed new peripheral IV m patient left fa (femoral artery). One attempt and IV was placed without difficulty. IV flushed then rn noticed leaking in tubing near luer lock adapter for flushing. No leaking at insertion site. Upon further assessment, a crack in the tubing was noted. IV promptly removed and bagged for risk assessment. What was the original intended procedure? IV medication/hydration. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do.